Manufacturer narrative:
Device manufacture date, corrected data: initial report inadvertently did not include manufacture date.

Event description:
It was reported in a product analysis for a generator received after a patient's death, captured in mfg report #1644487-2018-00795, that high impedance was observed in the decoded programming data from the device. A change in impedances was detected on 04/24/2018 from high impedance of 13828ohms to high impedance of 21731ohms. As it was unknown when the patient passed or when the device was explanted, it was unclear if the high impedance was observed during implant or after explant. Product analysis was completed for the returned lead product. It was noted that the majority of the lead body, including the electrodes, was not returned for analysis and therefore a complete evaluation of the lead product could not be performed. No obvious anomalies were noted with the device, and the condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. Setscrew marks were found on the lead connector pin indicating that at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed and no discontinuities were identified. Based on the results of analysis, there was no evidence to suggest an anomaly or malfunction in the returned portion of the device. No additional, relevant information was received to date.